Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6) medical center.

Event description:
It was reported that during after a patient transport, the cardiosave intra-aortic balloon pump (iabp) unit's the battery in port 2 would not charge. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 event site email, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e2. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the unit was unplugged with the pump pulled out of the cart. The fse found that battery 2 was completed discharged and battery 1 was partially charged. The fse stated that he was informed that the unit had been in transport with no alternate power source for charging. After resetting the unit into the cart and plugging it in, both batteries began to charge. The fse tested the unit while the batteries were charging and found no other issues. After approximately 2.5 hours, battery 2 had charged to four out of five indicator bars. The fse ran the performance test on the batteries. The unit passed all testing. The iabp was approved for clinical use and left to complete the charge and be returned to the department.

Event description:
Na.